Event description:
It was reported, the subject device had the cord cut during reprocessing. No patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found damaged cable insulation , cut in cable cord was observed. In addition, the cable failed the leak test. A device history record (DHR) review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Documented here due to current system limitation: e2 (health professional) = asku. E3 (occupation) = non-health professional. The device was returned and the evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. Three attempts were performed to obtain additional information, but no response was received from the customer.

Event description:
It was reported, the subject device had the cord cut during reprocessing. No patient involvement.

Event description:
It was reported, the subject device had the cord cut during reprocessing. No patient involvement.

Manufacturer narrative:
Correction is being made to submitted "b4 - date of this report" for the initial, which was not late. The correct date was 04/05/2024. The report was submitted on apr 5, 2024 at 13:38:13 edt to FDA esg and then did not progress. There were no failures or acknowledgements received. The it team was notified same day. An FDA esg ticket (B)(4)was raised with a reply on apr 10, 2024 from FDA esg team stating "please resend these submissions. There was an issue on the gateway when these were sent so they were not processed." The file was resubmitted without any changes and subsequently passed receiving all three acknowledgements.